Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that the navlock shutter was broken. The surgery was completed with navigation and there was no impact on patient outcome.